Event description:
It was reported that the syringe s2 5ml 22ga 1-1/4in bd china experienced a failure to contain blood/medication prior to use. The following information was provided by the initial reporter: before use, it's noticed that barrel cracked.

Manufacturer narrative:
Investigation summary: bd has not been provided with photos or samples for catalog 301942 lot 1810125 to investigate for this record. As a result, bd was unable to verify the reported issue or determine a definitive root cause. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes that the syringe tip could break because of the strong conditions during use of the product. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe s2 5ml 22ga 1-1/4in bd (B)(4) experienced a failure to contain blood/medication prior to use. The following information was provided by the initial reporter: before use, it's noticed that barrel cracked.